Event description:
It was reported that when the failed back surgery syndrome patient¿s lead was initially implanted for their trial a week prior to report that ¿the anchor was fixated to a deep fascia near the center¿ and the wound was closed ¿after confirming the lead and anchor did not move.¿ a week after the initial implant, it was noted that the ¿anchor was smaller than the diameter of the lead and did not move.¿ it was noted that ¿a pocket was created 5 to 6 cm to the right of the center for the connector region of the adaptor and then the lead was connected to the adaptor.¿ x-ray imaging was performed a week later and ¿confirmed the lead was slightly drooping in front of the anchor and that the hemicentrum of the lead was misaligned.¿ despite this issue, it was reported the patient¿s ¿stimulation conditions were effective¿ so an implantable neurostimulator (ins) was to be implanted. It was noted that because, ¿the distance from the connector region with the adaptor to the ins was extremely short (12 to 13 cm)¿ that ¿tunneling to the lead was performed without resistance.¿ as the procedure progressed, it was noted that ¿when the long part of the lead was hauled toward the side with the ins, there was no resistance at all¿ and that ¿an electrode from one of the two leads had fallen out.¿ it was stated that the lead had ¿dislodged.¿ the lead that had fallen out was then checked and it was ¿discovered that the anchor had not been attached.¿ x-ray imaging found ¿it was evident that the anchor had not moved at all.¿ it was stated that the lead that had fallen out was then connected to the ins and ¿the remainder of the lead was cut and inserted in the body.¿ the lead was then replaced a week after initial report. During the replacement procedure, it was noted that while the implanted anchor was ¿undamaged¿ and there was ¿no change in the site of the anchor,¿ ¿it was clear that both the anchor and the string that fixated the fascia had been cut inside the body.¿ inspection of the anchor site noted that ¿no wound was found.¿ it was stated, ¿the lead did not fall out as a result of the anchor being damaged; it was clear that the lead had fallen out from the anchor due to some factors after the anchor was fixated.¿ the patient¿s physician noted that because, the patient had parkinson¿s disease, that ¿it was possible that the fixated string was cut due to bending movements caused by parkinson¿s disease¿ and that ¿the lead might have fallen out from the anchor due to these movements.¿ the lead and anchor were then tested after having been explanted from the patient and it was found that ¿there was resistance when the lead was re-inserted into the anchor¿ as would be expected. The patient reportedly ¿suffered from chronic and intractable pain in their lower limbs after the surgery.¿ the patient¿s replacement lead was then implanted and the site was closed. Additional information was requested; a supplemental report will be filed if additional information is received. Please note, the specific identity of the patient's lead remains unknown at this time, despite requests for this information.

Manufacturer narrative:
Device analysis for lead va0bw6f040 revealed no significant anomaly. The lead body was cut through, product segmented. Device analysis for the anchor revealed no anomaly found.

Manufacturer narrative:
Product ID 97791, lot# unknown; product type accessory product ID 977a175, lot# va0ed3s001, implanted: 2015 (B)(6), explanted: 2015 (B)(6); product type lead product ID 977a175, lot# va0bw6f040, implanted: 2015 (B)(6), explanted: 2015 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
It was originally reported that device analysis was for lead va0bw6f040; however, additional review of the analysis findings indicates that it is unclear which lead (lot #va0bw6f040 or lot #va0ed3s001) was returned with analysis findings of no significant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.